Manufacturer narrative:
Reported pulling the pump out of position when transferring the patient from the or table to the bed. Pump was removed and replaced with ECMO. The root cause of the positioning issue was most likely patient movement since the pump was pulled out when transferring the patient.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Event description:
The user facility reported the patient had an impella cp implant and the impella cp kinked at upper part of cannula near motor when advancing through new tavr valve within an old bioprosthetic tissue valve. When in auto mode, the aic (console) displayed a yellow suction alert continuously. Staff couldn¿t break suction when lowering p level or repositioning. Staff decided to replace impella cp with a new one. The patient outcome was unknown.